Event description:
My mother suffered an acute heart attack as a result of pain and stress. Once hospitalized it was discovered a mesh implant had wrapped around my mother's lower bowel and everything was backing up into her system and poisoning her. Surgery was performed on (B)(6) 2013 to remove the mesh from the bowel.